Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare's (fph) customer care specialist in our (B)(4) office that the harness connector of an iw910jeu baby controlled mobile infant warmer was discoloured. This was observed after using on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint harness connector of the iw910jeu baby controlled mobile infant warmer is en route to fph for investigation. We are also in the process of obtaining further info from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the warmer head unit of the iw910jeu mobile infant warmer was returned to fisher & paykel healthcare in (B)(4) for further investigation. The returned component was visually inspected for the reported damage and performance tested to see if it was functioning properly. Results: visually inspection showed that the housing connector inside the infant warmer head unit was slightly discoloured. Performance testing revealed that the warmer head functioned properly. Conclusion: the harness is an assembly part inside the infant warmer head unit. It connects the infant warmer head unit to the pcb inside the controller unit. The harness delivers electrical power to the heating element, the examination light and connects the thermal cut-out that is fitted in the infant warmer head unit. It is possible that the housing connector had a poor connection, causing the reported discolouration. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.